Manufacturer narrative:
Additional information was added to h6 and h11. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was to infuse levaquin over 90 minutes but completed with 9 minutes still remaining; the bag was empty. Additionally, the pump went off without user input. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.